Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in denmark: "underinfusion". Customer statement: "the patient hydrates at 207 ml/h next to his chemotherapy. The set is routinely changed at 8.30. At 14:00 is discovered that the pump has not drawn liquid at all. At that time, the patient should have had 1242 ml of liquid. Consequence none, as the incident was avoided.".

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device was not available. Only the history data was sent for investigation. The device history files were analyzed. The described error description could not be found in the attached history files. Different infusions with different rates and volumes could be found. No other abnormalities were found. The complaint could not be confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.